Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe had foreign matter on the plunger. This occurred on 2 occasions during use. The following information was provided by the initial reporter: residue on the top of the plunger, and the plastic is cracked and contorted on the plunger. The technician noticed that the inside appears to have a film or residue on the top of the plunger. I think I¿ve read before that this is common, but it appears to be quite a lot of residue, and it's sticking to the inside of the top of the syringe when the butt of the plunger is retracted. There was concern that this would be infused into the patient so the syringe was rejected. They also noticed that at the base of the plunger the plastic is cracked and contorted. This also heightened our sense of concern of the product.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe had foreign matter on the plunger. This occurred on 2 occasions during use. The following information was provided by the initial reporter: residue on the top of the plunger, and the plastic is cracked and contorted on the plunger. The technician noticed that the inside appears to have a film or residue on the top of the plunger. I think I¿ve read before that this is common, but it appears to be quite a lot of residue, and it's sticking to the inside of the top of the syringe when the butt of the plunger is retracted. There was concern that this would be infused into the patient so the syringe was rejected. They also noticed that at the base of the plunger the plastic is cracked and contorted. This also heightened our sense of concern of the product.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: three samples were returned to our quality engineer for investigation. Through visual inspection, a foreign matter was observed on the barrel of the syringe and the plunger rod was noted to be damaged on one side. Using magnification, the matter was identified to be burnt polypropylene particles that were embedded within the product. A device history review was performed for reported lot 1912279, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It was determined the polypropylene particles likely generated in the injection machine during the molding process and become embedded in the barrel molding. Injection machines are ran before use to clear any loose particles and we perform routine cleanings according to procedure. In relation to the damaged plunger rod, the areas where pieces run in the manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely due to the product jamming within the manufacturing equipment. A project, c-526-19, was initiated to reduce damage on our product.